Manufacturer narrative:
Product complaint (B)(4). Evaluation: four sealed boxes with thirty-six unopened samples and thirty-three unopened samples of product lot par615 were returned for analysis. As total was received 177 unopened samples were received for analysis. During the visual inspection of thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were noted; also, a knot in the threads was performed and the knot no wounded unravel after being tied. In addition, a functional test was performed, the pull force and tensile force were above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Per the condition of the representative samples, no performance pull off suture needle was found in the samples and they met the finished goods requirements, the reported complaint could not be observed. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off of the suture. No further information available. No reported patient consequences.